Event description:
According to the available information, when opening the product packaging, the nurse discovered the presence of a hair inside the pouch.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found none regarding the lot number 8806401. Checking the quality database according with elements known revealed no anomaly in relation to the describe defect. Hungary's site made an investigation about this issue with the pictures provided and identified 2 possibles causes for hair in packaging: 1. Operators in the production didn't notice the hair on the catheter. There is a visual inspection in the process to detect this type of failure. The issue was not detected by this control. 2. Recent investigations found that hair complaints can be traced back to the tunisian supplier. The catheter was already received with the hair. Operators have been retrained and we have notified tunisia about the hairs found in the packaging.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was not able to be used due to a hair. When opening the product packaging, the nurse discovered the presence of a hair inside the pouch.